Manufacturer narrative:
510k: this report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, patient underwent a hardware removal procedure due to painful hardware. Five (5) out of six (6) of the screws were broken. Plate variable angle(va) locking compression plate was intact. No further information was provided. This report is for one (1) unknown screw. This is report 6 of 6 for (B)(4).

Event description:
Concomitant device reported: 2.4/2.7mm va-lcp first tmt fusion plate/standard (part#: 02.211.246, lot#: h522990, quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: updated data: b5. Investigation summary visual inspection: the unknown locking screw was received at us cq. Upon visual inspection, it was noticed that the screw shaft is completely broken at the proximal end from the screw head and the broken shaft was not returned. No other issues were identified with the returned components of the device. The provided photograph in the attachment were reviewed and no additional issues were observed. Device failure/defect identified? Yes. Dimensional inspection: dimensional inspection could not be conducted due to broken condition and post manufacturing damage. Document/specification review: document review could not be performed as the exact product code could not be determined as the length of the screw could not be measured from the device's received condition. However, based on the color coding observed on the screw head and per the surgical technique "dsus/trm/0916/1043 6/17 dv", the locking screw likely belongs to the family "02.211.xxx - 2.7mm va lckng screw slf-tpng with t8 stardrive recess". Investigation conclusion: the complaint condition is confirmed as the screw was broken. No definitive root cause could be determined. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part/lot combination is unknown, and therefore, DHR could not be completed. If the device/ lot number can be confirmed, the DHR will be revisited. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.